Event description:
Device was implanted about 10 years ago. Caller has been in pain ever since. Other complications ensued. (Kidney stones, gall bladder removal and cystitis) she's been in and out of the hosp because of the pain. The doctors she has consulted keep giving her pain medications and suggesting the pain may be due to adhesions therefore she should live with it since there's not much they can do about it. Presently she's feeling her body deteriorating; moreover, she's been trying to get off the pain medications because of their numerous side effects. She eventually learned through the internet that the mesh had been recalled which confirmed the defective quality of the mesh. She's desperately in need of getting this mesh explanted from her body but no doctor seems to be willing to do it.